Event description:
Two falsely elevated troponin I results were obtained on patients' samples. The result were reported to the physician. The sample were not repeated. The patient's had cardiac catheterizations which were negative.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was contamination. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.